Event description:
Manufacturer's reference number: (B)(4).

Manufacturer narrative:
It was reported that the anesthesia system failed several sub tests during system checkout. Apart from the above information, we have not received any additional information. It was reported by the company representative that the case has been closed by the user. The true cause of the reported issue could, therefore not be determined. H3 other text : 4119.

Event description:
It was reported that several tests during system checkout failed. There was no patient involvement. Manufacturer's reference #: (B)(4).